Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
Doctor reported that implant at tooth site 13 was removed due to peri-implantitis.

Manufacturer narrative:
Zimvie complaint number (B)(6). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. According to investigation the returned implant is a third party one, not from zimvie. Doctor confirmed by email on 10 jun 2024 that they made a mistake and it is a 3rd party implant. Returned implant is a third party implant, not zimvie one after additional information was received on june 10, 2024, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0002023141-2024-01112 submitted on april 10, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. H3 other text: summary investigation.

Event description:
According to investigation the returned implant is a third party one, not from zimvie. Doctor confirmed by email on 10 jun 2024 that they made a mistake and it is a 3rd party implant. Returned implant is a third party implant, not zimvie one